Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated that when she presses the b button for bolus it takes her to status screen and act button was not working. Troubleshooting was done. Customer's blood glucose was 89 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump also had minor scratched display window, cracked case at display window corners, broken battery tube threads, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.